Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 140 mg/dl. System check was performed and could not identify a source of the blockage. Reportedly, customer completed a supply change to address the occlusion issue.